Manufacturer narrative:
An internal investigation was performed for a customer in canada reporting a misidentification of a candida auris proficiency sample tested in 2017, in association with the vitek® ms instrument. Based on the information provided by the customer and local customer service, the identification is candida auris as it is a proficiency result. Candida auris was not present in the vitek ms kb 3.0 that the customer used in 2017. This species is now present in the vitek ms kb 3.2, and the customer has since retested the strain and obtained the expected identification. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results."

Event description:
On (B)(6) 2019, a customer in (B)(6) reported a misidentification for a candida auris proficiency sample tested in 2017, in association with the vitek® ms instrument. The customer stated the vitek ms identified a different organism (unknown). The customer stated that the vitek ms report will be provided and that strain was available and would be tested again. A biomérieux internal investigation will be initiated.